Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not latching or locking, and the drawers were offline. A technical support specialist (tss) remote into the machine and resolve the "drawers offline error" by making sure that the ip address and subnet mask is correct. Tss restart the application and user able to login without any issues and then tss ask user to take a picture of the machine conditions. Later, field service engineer (fse) handled the top cover loose and preventing the top drawer from functioning. Fse inspection found the top cover loose and not locked, preventing the top drawer from functioning. Misalignment initially prevented proper locking, so the lock assembly was disassembled, inspected, and reassembled correctly. The top cover was refit and aligned properly, no longer interfering with drawer operation. The issue likely resulted from the cover not being locked during a prior service visit. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that the top section of the machine was not latching or locking properly, which prevented staff from accessing medications. The user also reported an issue with drawers being offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.